Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, during replacement of an indwelling urinary catheter (biocath hydrogel foley 5cc 16fr, batch mykv5887). There was no urine return after insertion and the patient experienced pain, and upon removal for inspection no drainage eyelets were observed, resulting in bladder distension and insertion of a new catheter.